Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system died while driving. They replaced the motion batteries and the system was ready for use. The system then passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that while transporting the system, the image acquisition system (ias) was shutting down when being unplugged from the mobile viewing station (mvs). There was no patient present when this issue was identified.